Manufacturer narrative:
Investigation determined that the customer had numerous occurrences of failed calibrations and qc on and around the day of the event. The day after the event all the qc for one level was not acceptable. Prior to the event calibration and qc were acceptable. A field engineering specialist (fes) determined that the root cause was due to a partial blockage in the sipper line that connects to the waste. He corrected the issue and performed precision testing with acceptable results. The fes service activities resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys hcg + beta test system result for 1 patient tested on a cobas 6000 e601 module. The high hcg+beta result along with inconclusive diagnostic testing led to one patient undergoing surgery. The patient's initial hcg+beta result was 53 miu/ml. The initial result was reported outside of the laboratory. The patient was considered to possibly have an ectopic pregnancy despite already having a tubal ligation. The clinical symptoms were conclusive with the suspected diagnosis, the ultrasound could not exclude ectopic pregnancy, therefore, based on the high hcg+beta result and the inconclusive ultrasound the patient underwent diagnostic laparoscopic surgery. Within the surgery, a bilateral salpingectomy was performed. On (B)(6) 2019 the same patient sample was tested in another laboratory on an unknown system with an hcg+beta result of < 1 miu/ml. The hcg+beta result of < 1 miu/ml was deemed correct and a corrected report was issued. The cobas e601 serial number is (B)(4).